Manufacturer narrative:
Patient information was unavailable from the site. Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that on (B)(6) 2018 that the site performed a brain biopsy and took a sample. The surgeon reached out on (B)(6) 2018 to say the biopsy was healthy tissue. He reviewed the post-op MRI of the patient, and the area of the biopsy was 3-4mm superior to the tumor. When they were navigating, the biopsy needle opening was showing completely within the tumor. The surgeon noted the tumor they were targeting was 1cm in length and .5cm in width. Troubleshooting noted that the registration done was a point-merge. The tumor was a frontal tumor and the surgeon checked for accuracy after registration with points on the face prior to going sterile, and they were accurate. They checked their entry point after going sterile and was accurate. Image was taken on the same day as the surgery. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: medtronic received additional information that the same biopsy sample was sent to different pathology facility for additional investigation and was diagnosed as high grade tumor (gbm). The surgeon re-biopsied the patient on (B)(6) 2018. The patient had 3 lesions in the brain, this time he biopsied another lesion (different than previous time) and the biopsy sample came back as high grade tumor.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
The system was checked out by a manufacturing representative on 4/12/2018. No hardware parts were replaced and no failures were found with the system. If information is provided in the future, a supplemental report will be issued.